Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was isolated to the rear response button cable being pulled out from the j1005 connector on the ca board, causing a loose connection. The root cause of the pulled cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.